Event description:
Patient brought batteries into clinic, states this set of batteries would not hold a charge. Batteries, a quantity of 2; involved in this incident were exchanged with the new heartmate batteries from the company. The manufacturer thoratec states that "as part of our efforts to continuously improve the quality and reliability of heartmate batteries we have implemented an improved screening process at our battery supplier, which has three essential features: a simple cycle process that the supplier has run all along, which involves running each battery twice through a charge/discharge cycle at loads representative of end-use; a rapid, partial cycle course at relatively high current specifically designed for high sensitivity to 'bad' cells and/or poor workmanship; improved metrics and acceptance limits based on our experience and understanding (e.g. 'Negative voltage change (dv)', end-of-charge current, etc.), some of which are similar in some ways to the way in which you characterize batteries at your institution. Since we introduced heartmate batteries from the improved screening process late last year we have not confirmed any reduced support time issues with these batteries to date".